Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a "controller failed" alarm. Preliminary log file review revealed a "controller fault" alarm not a "controller failed" alarm as reported by the site. The facility performed a driveline connector cleaning procedure to remove contaminants and the controller was exchanged during the procedure. There were no adverse events reported as a result of this event. The controller (B)(4) was returned to the manufacturer for evaluation. The controller passed functional testing but failed visual evaluation due to foreign material on driveline port pins. Log file evaluation revealed a 'controller fault alarm' event. Based on the nature of the controller fault alarm and the presence of contaminants on the controller port, there may have been a rare sequence of events that triggered a "controller fault" alarm rather than the expected "electrical fault" alarm. The root cause for the 'controller fault alarm' event was found to be contamination within the pump driveline connector and controller port, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller had a controller failure alarm. Preliminary analysis of controller log files revealed the presence of a controller fault alarm on (B)(6) 2014. The facility performed a driveline connector cleaning procedure to remove contaminants and the controller was exchanged during the procedure. The controller was removed from service and returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.